Event description:
It was reported to philips that the device had a black screen during the self test. There was no patient involvement.

Event description:
It was reported to philips that the device had a black screen during the self test. There was no patient involvement. The authorized service personnel (asp) evaluated with the assistance of the customer and found that battery was faulty and damaged due to improper battery maintenance. The authorized service personnel (asp) sent a quote for the battery to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the battery will be replaced to get the device into working order. Upon conclusion of the investigation by the authorized service personnel (asp), it was determined this was due to a faulty battery due to improper maintenance. The device remains at the customer site and no further evaluation is required at this time.